Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was to be implanted in the mid esophagus to treat an almost 10 cm malignant esophageal stricture during a metal stenting procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent would not expand. The physician waited for some time to open the flare, but it did not open. The stent was removed using rat tooth forceps, and the procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: a ultraflex esophageal stent was received for analysis; the stent was not returned. Visual examination of the returned device was performed, and no damages were found. Media inspection was performed, and it was observed that the stent was fully expanded and deployed. Taking all available information into consideration, the investigation concluded that there is not enough evidence to establish the cause of stent failure to expand without proper evaluation of the device. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was to be implanted in the mid esophagus to treat an almost 10cm malignant esophageal stricture during a metal stenting procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent would not expand. The physician waited for some time to open the flare, but it did not open. The stent was removed using rat tooth forceps, and the procedure was completed with a different device. There were no patient complications reported as a result of this event.